Manufacturer narrative:
Device eval summary: device eval of battery charger / modem sn (B)(4) has been completed. Upon investigation the battery charger / modem would not power up. The power-up failure was caused by defective flash memory chips u102 and u105 on the charger c/a board. The root cause for the defective flash memory chips could not be positively identified. No adverse event resulted from the defective flash memory chips. The last pt to use this battery charger / modem did not report any deficiencies.

Event description:
A review of service data detached a reportable problem. During servicing, battery charger/modem sn (B)(4) would not power up. The last pt to use this battery charger/modem did not report any deficiencies.